Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.